Event description:
This batch of product has either failed totally or restricted the flow of fluid when used to connect patients to intravenous lines and therefore affected the care of patients. No patients suffered any advere events.